Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise on lead causing inappropriate vf detection. Lead was explanted and replaced. No inappropriate shocks or other adverse patient events were reported. Should additional information become available, this file will be updated.